Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed a white screen upon start up. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and duplicated the reported issue. The issue was caused by a failed system pcba that required replacement. The customer opted to perform their own repair, therefore no parts were replaced by the fsr. The device remains with the customer.

Event description:
The customer contacted physio-control to report that their device displayed a white screen upon start up. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.